Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tip of the interlink detached with a bd threaded lock cannula. This occurred on 4 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: inside of cannula was detached.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that tip of the interlink detached with a bd threaded lock cannula. This occurred on 4 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: inside of cannula was detached.